Event description:
The pt stated that the cartridge was leaking. She noticed condensation on the plunger when she replaced the cartridge. She reportedly awoke with a blood glucose level of 300 mg/dl but denies nausea, vomiting, or shortness of breath. The situation is not indicative of a serious diabetic injury.

Manufacturer narrative:
Cartridge lot # b201581 was confirmed to be defective and insulin was found leaking from the plunger side past the first o-ring and out the hole between the two o-rings. Return samples were not tested further. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.